Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reported that he cut opening in wafer for stoma. He indicates that when he removed pouch to irrigate stoma 2 days after applying wafer. Noted a very small amount of blood next to stoma. On removal of wafer he saw a very small less than 6 mm cut on stoma where jagged edge he had cut on wafer, rubbed stoma. He applied a new wafer making sure edges smooth. No more bleeding noted.